Event description:
This ICD was electively explanted a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeiion manufacturer lyra mode ICD's. The device was explanted in 2004.